Event description:
It was reported that during use the cs300 intra-aortic balloon pump (iabp) intra-aortic balloon pump (iabp) had a leak in iab circuit alarm. Another iabp was used to continue therapy. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, b5, g4, g7, h2, h10, h11. Corrected fields: d5, e2, e3, g1(contact person), g3(omit selection 'other'), h4, h6(component codes).

Manufacturer narrative:
Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period sep 2019 through aug 2021 was reviewed. There were no triggers identified for the review period.

Event description:
It was reported that during use the cs100 intra-aortic balloon pump (iabp) intra-aortic balloon pump (iabp) had a leak in iab circuit alarm. Another iabp was used to continue therapy. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. From the examination fse found that "no abnormalities found on the iabp, the unit can still function normally." Fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon receipt of additional information or completion of our investigation. (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a leak in iab circuit alarm. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.